Manufacturer narrative:
The subject device was not returned for evaluation as the user facility discarded the device. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a therapeutic laser lithotripsy procedure, the device laser fiber tip broke off inside the patient kidney. The fiber tip was retrieved and was able to be removed. The intended procedure was completed with no patient harm or impact reported. No user injury was reported.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A packaging device history record (DHR) was obtained for the lot that this device was packaged in. This DHR revealed that this device was packaged on 24feb2020, in a lot without any rejected quantities. Based on the results of the investigation a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide trend analysis and investigation conclusion. The subject device is not being returned and no pictures were provided therefore physical inspection of the device cannot be performed DHR review cannot be performed as the OEM (original equipment manufacturer) serial/lot number remains unknown. The root cause of the reported issue was not identified. Olympus will continue to monitor complaints for this device.